Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient with a left ventricular assist device (lvad) and an implantable cardioverter defibrillator (ICD) presented at the hospital with an oversensing issue. The device was sensing the lvad causing inhibition of pacing. The device was programed to voo to avoid sensing and pacing resumed. The next morning during a device clinic check, episodes of oversensing were observed. Additional programing changes to increase sensitivity was discussed but were not performed. The patient was coherent and doing well.